Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-03313 & 1627487-2014-03314. The pt has 6 supraorbital scs leads (off-label), 4 of which have the same lot number (model 3166). It was reported, the patient experienced loss of stimulation. X-rays identified 3 of the scs leads had migrated (unk which lot numbers). The scs leads were repositioned on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.